Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional test including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No anomalies were noted during testing.

Event description:
It was reported that the customer had low blood glucose levels of about 40 mg/dl. The customer would like to participate in the voluntary recall of the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. The customer reported getting hospitalized due to hypoglycemia. The customer reported accidentally pressing the button that gave her a max bolus from the insulin pump. The customer also reported taking a glucagon shot for treatment of the low blood glucose levels. No additional information was provided.